Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusions: evaluation of the returned handle revealed that the handle was nonfunctional. The handle was functionally tested on the handle fixture; however, while actuating the handle, the actuator inside the handle did not grip the pull wire on the handle fixture. After approximately seven attempts the handle began to grip the pull wire on the handle fixture and functioned as intended. The handle was disassembled and the components inside were not damaged. Then the handle was reassembled and functionally tested multiple times and continued to function intermittently gripping and not gripping the pull wire on the handle fixture. Due to the initial unsuccessful attempts during the functional analysis, the handle was deemed nonfunctional. Intermittent functioning of the handle may have contributed to the detachment issue during the procedure. The root cause of the handle functioning intermittently could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection by quality. This report is associated with MFR report number: 3005168196-2018-00743.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached multiple smart coils using the handle. The physician then was unable to detach another smart coil using the handle, despite attempting to detach the smart coil twice. The physician then tested the handle and heard a different sound than usual. The physician attempted to detach the smart coil using the handle again, however was still unsuccessful. Therefore the physician used a new handle to detach the smart coil, and completed the procedure using the second handle and additional smart coils. There was no report of an adverse effect to the patient.